Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that his wife had a high blood glucose of 600 mg/dl; the customer ran out of supplies and used her last two infusion sets longer than she was supposed to. The customer attempted to treat via manual insulin injection. No further details were provided, and no products were returned or replaced.